Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed that the cones of the return and priming accessory male luer lock (mll) were broken. The reported event is likely due to a broken mll cone. A potential cause of the condition could have been overtightening of the luer connection which can lead to blocked connection and/or cracks. A nonconformance has been established to further investigate the connection components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of a prismaflex m150 set, an external fluid leak was observed. There was no patient involvement. No additional information is available.